Event description:
Patient was diagnosed to have stemi (st-elevation myocardial infarction). Pt was scheduled to have coronary angiography, left ventriculography and intra-aortic balloon pump insertion. All the prep and connections were done and completed per manufacturer's recommendation. They were directed by the pump prompt to proceed to insert the balloon "zeroed ready to insert iab", which they did. (Turning on the pumping action of the iabp should pump precisely with timing obtained from fiberoptic attached to the inserted balloon.) At that time the rn turned on the pump to begin pressure/cardiac support for the patient; there was an error and it could not read the fiberoptic signal. The team still proceeded with hooking up the arterial pressure line and pump off the fiberoptics. The balloon pump began to show wave form and thereafter pumped with timing associated with the arterial pressure. Team was uncertain whether the problem was the fiberoptic balloon or the fiberoptic function of the pump. But it appeared to be the fiberoptic system at one point.